Event description:
It was reported to the manufacturer that a customer encountered patient complications during use of a guidewire. According to the customer: "after successfully deploying the stent, the guidewire [device in question] perforated a middle cerebral artery (mca) second branch vessel, which caused excessive bleeding that could not be controlled. Patient was on plavix & aspirin for the procedure. Patient was placed on life support and subsequently died over the weekend."

Manufacturer narrative:
Patient expired in 2007. The device in question will not be returned to the manufacturer for further investigation, as it was disposed by the user facility. There is a potential risk of vessel perforation if excessive force was applied to the guidewire [device in question] during the procedure. The dfu (directions for use) for the device in question advises the following to the user: "never advance the guide wire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in separation of the guide wire tip damage to the catheter or vessel perforation". It is unknown if resistance was encountered, or if excessive force was applied to the guidewire [device in question] during the procedure.